Manufacturer narrative:
(B)(4). Date sent 6/17/2024. D4 batch # unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample revealed that the cdh29p device was not returned for analysis. Only an anvil with the anvil half washer was received. During the visual inspection, no defects were noted. Also, an ancillary trocar test was inserted and removed from the anvil without any difficulties as part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the ancillary trocar is not properly seated in the anvil, the ancillary trocar could detach from the anvil during manipulation. The event described could not be confirmed as the anvil performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during an unknown procedure that when the surgeon was trying to remove the ancillary trocar from the anvil of the powered circular stapler and experienced extreme difficulty. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 5/17/2024. Unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.